Event description:
It was reported that there was extreme hesitation when the balloon was deflating. There were no patient complications reported.

Manufacturer narrative:
One thermodilution swan-ganz catheter was returned for evaluation. Visual examination was performed under 10x magnification; no visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. All through lumens were tested for patency and leakage; no leakage or occlusion was found. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. The balloon also deflated fully with the returned syringe attached. The complaint of deflation difficulty could not be confirmed during the analysis; the balloon functioned normally during testing. The conditions of use were not reported; however, the product directions for use state: advance the catheter until pulmonary capillary wedge pressure (pawp) is obtained, and passively deflate the balloon by removing the syringe and opening the gate valve. Do not forcefully aspirate with the syringe, as this may damage the balloon. After deflation, reattach the syringe to the gate valve. There are no indications that any manufacturing issues contributed to the complaint; however, it is not known if any procedural factors may have contributed. No actions will be taken at this time. The lot number was not provided and a device history record review could not completed.